Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and hydrosalpinx ('other injury(ies) or complication please describe: fallopian tubes filled with fluid.') In an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), amnesia ("neurological conditions or problems type: memory loss"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), dysuria ("bladder or urinary problems or changes: pain during urination"), weight fluctuation ("weight gain/loss (specify which one): fluctuations") and back pain ("back pain"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2018, the patient experienced menopausal symptoms ("hormonal changes describe: menopausal symptoms from essure removal"). On an unknown date, the patient experienced hydrosalpinx (seriousness criterion medically significant), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: utis,"), rash ("rashes or skin conditions type: rashes"), nausea ("nausea"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), dyspepsia ("gastrointestinal or digestive system condition type: indigestion") and abdominal pain ("abdominal pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hydrosalpinx, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, rash, migraine, headache, nausea, tooth disorder, amnesia, dysmenorrhoea, dyspareunia, fatigue, abdominal distension, dyspepsia, dysuria, weight fluctuation and back pain had resolved and the menopausal symptoms and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, amnesia, back pain, depression, dysmenorrhoea, dyspareunia, dyspepsia, dysuria, fatigue, headache, hydrosalpinx, menopausal symptoms, menorrhagia, migraine, nausea, pelvic pain, rash, tooth disorder, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2005, (B)(6) 2005. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.6 kg/sqm. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion results: results were normal. Guaranteed blockage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs received. Event injury was updated and new events: hormonal changes describe: menopausal symptoms from essure removal, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: utis, psychological or psychiatric problems condition: depression, rashes or skin conditions type: rashes, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, neurological conditions or problems type: memory loss, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain / loss specify which one: weight fluctuation, gastrointestinal or digestive system condition type: bloating, indigestion, other injury(ies) or complication please describe: fallopian tubes filled with fluid, pelvic, back pain, abdominal pain were added. Case becomes valid. Onset dates added. Outcome for all events added expect hormonal changes and abdominal pain, new reporter, plaintiffs information added, concomitant condition and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.